Manufacturer narrative:
Following return to boston scientific, detailed mechanical and electrical testing was performed in our post market quality assurance laboratory. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices. During the investigation of the field allegations daily measurements tables in this device displayed automatic threshold values after elective replacement time (ert) was declared. Threshold measurements are normally suspended post-ert, and should be displayed as "not recorded". This observation is unrelated and incidental to the stated reason for return. The memory download and printouts were reviewed in detail and no specific root cause for the display of automatic threshold values post-ert could be determined. A safety risk assessment was conducted and it was determined that neither the severity nor the likelihood of this issue would represent an increased safety risk.

Manufacturer narrative:
Upon analysis this event will be updated.

Event description:
Boston scientific received information that this pulse generator (pg) had high thresholds and premature battery depletion was alleged. The device was explanted. No adverse patient effects were reported.